Event description:
Reported by the complainant as follows: nurse reports female with rectal tear in inner aspect of rectal mucosa. Pt was admitted to facility in 2008 with end stage renal disease and diarrhea. Fms was inserted for diarrhea and skin breakdown on her admission. The fms was removed at about 5 days later, when slight seepage of blood was noted around the tube. A colonoscopy was performed and a tear on the inner aspect of the rectal mucosa was observed. The area was packed with unk dressing. At about two days later, the pt was admitted to the ICU for blood transfusions.